Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An angiojet solent omni catheter was selected for a thrombectomy procedure in the iliac artery. During the procedure after aspiration was initiated, it was noticed the luer area of the catheter was leaking liquid. Aspiration stopped when this issue occurred. The catheter was replaced with another of the same device and the procedure was completed. There were no patient complications and the patient condition was noted as stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities were identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is an indication that the outlet adapter seal failed. There were no other signs of the catheter having any damage to it. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An angiojet solent omni catheter was selected for a thrombectomy procedure in the iliac artery. During the procedure after aspiration was initiated, it was noticed the luer area of the catheter was leaking liquid. Aspiration stopped when this issue occurred. The catheter was replaced with another of the same device and the procedure was completed. There were no patient complications and the patient condition was noted as stable.